Event description:
It was reported that although the pt is receiving stimulation, her charging system is unable to locate her scs ipg. A sjm representative confirmed the inability of the scs ipg to be located by using a demo charging system. It has been determined that the scs ipg is now at an angle. Additionally, the issue could be due to swelling. A sjm representative is to attempt additional troubleshooting. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.